Manufacturer narrative:
Complainant address: (B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07358. It was reported that the patient died. The target lesion was located in tortuous left circumflex (artery). Access was not easy due to the tortuous anatomy, including the aorta, but two synergy stents, a 3.00 x 20 and a 2.50 x 12, were successfully implanted. Towards the completion of the procedure, post stent implantation, the patient complained of back pain. Echo was performed immediately post procedure and no bleeding was noted in the pericardial space. Approximately thirty minutes later, the patient had a cardiac arrest and passed away. Cause of death is unknown.